Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results of the el5ml found that it was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available. (B) (4). (B) (4).